Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined there was damaged rinse tubing causing contamination. The tubing was replaced and the water supply pressure was adjusted. The sample and reagent probes were adjusted. Precision studies were performed and all checks passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a value of "around 1.5 mg/dl". The sample was repeated on a second analyzer, resulting with a value that was between 9.3 mg/dl and 9.5 mg/dl. The calcium reagent lot number and expiration date were requested, but not provided.